Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon lost pressure at the 1st stop(sheath) while pulling the balloon back. A second mynx vascular closure device was used to successfully achieve hemostasis. The patient was not hospitalized. In doctor's opinion, the event was not caused by the mynx device/mynx procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 5 mm sheath size: 6f stick location: medium vessel type: arterial.